Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the prime test due to a faulty force sensor resistor (gold). The following cosmetic damage was also noted: minor scratches on the display window, cracked case at a display window corner, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process and insulin shot out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the drive support cap appeared normal, and that the pump had not been bumped or dropped prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.